Manufacturer narrative:
The reported low pacing lead impedance was confirmed. Internal insulation abrasions were found at 8.1cm to 8.7cm, 10.8cm to 11.6cm, 12.9cm to 13.4cm and 35.2cm to 35.8cm from the distal tip. The etfe coating was intact at these locations. Another internal insulation abrasion was found at 10.5cm to 12.2cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low pacing lead impedance was found. Lead was explanted and replaced.